Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that insulin pump had haziness on screen and made it hard to operate the screen. Customer stated battery compartment threading worn made it difficult to secure the cap, insulin pump rejects the new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.